Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients were not crossing over to the station. The technical support specialist (tss) attempted to dial into the application server but was unable to connect due to a secure channel error. Then the tss successfully dialed into the staging server and checked the database for the device, confirming that the last download/upload was current. The tss built the station¿s patient list from the server using a structured query language server, but the example patient was not present. The tss checked the server and found that no care fusion messages were received for the encounter, although cce messages were processing and current. The tss asked the customer to confirm whether their active directory system had sent an admit message for the patient. The tss had follow up to get resolution but there was no response from the customer end updated for closure of case. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had all patient were not crossing over. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had all patient were not crossing over. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.